Event description:
Clinician reports only 5cc could be flushed at a time before internal valve goes back to original pre-flush position. No patient injury, no blood loss, no medical intervention per bedside technician.

Manufacturer narrative:
The device has not been received for evaluation. Should it become available , a follow-up report will be submitted.